Event description:
According to the distributor's report, a nurse was applying the adhesive to a pt's laceration. During application, the adhesive dripped onto the pt's eyelids and eyelashes. The pt's eyelashes and part of the eyelid were bonded. No further info was reported, and the pt's condition is unk.